Event description:
When using the atricure atriclip flex-v left atrial appendage exclusion system, surgeon reported slipping of the clamp during application to the left atrial appendage and cloth covering shredding. Surgeon chose not to implant the device.